Event description:
It was reported that this rv lead exhibited high out-of-range pacing impedance of greater than 2,000 ohms that resulted in a mode switch to the unipolar configuration. Once in unipolar there was myopotential noise noted on the rv egm. Technical services recommended bringing the patient in office for further troubleshooting. The rv lead was implanted on (B)(6) 2017 and remains in service. The following physician was dr. (B)(6). The facility was (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).